Event description:
The patient was reportedly experiencing retention issue. Additional magnets and programming changes were used to achieve lock; however, this did not resolve the issue. Testing confirmed that the device is functioning. A skin flap thinning procedure has been scheduled.